Event description:
The customer reported that the system failed to display the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply and associated circuit breakers were evaluated and replaced. The system was tested and found to be operating as intended and returned to service.